Manufacturer narrative:
Investigation summary: samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The lot was produced between 08jan2024 and 09jan2024. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause. A corrective action is not applicable at this time. All information received will be used for further tracking and trending purposes.

Event description:
The customer reported that a few work centers are having issues of the safety not engaging on the needle causing a ¿stick instance¿. On (B)(6) 2024 the customer confirmed that no one was stuck by the needle, but the issue produced the possibility for a ¿stick instance¿.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.